Event description:
Pt had both breasts removed on 12/10/68, as a result of severe cystic mastitis. Pt had silicone implants implanted on 12/19/68. Approximately 6 mos later, pt noted pain in both breasts and hardening of the implants. More severe problems developed over the ensuing years, i.e. Severe headaches, sore and painful joints, dry mouth, sweating, loss of hair, burning skin and overall body pain. Diagnosis: atypical neurological disease, peripheral neuropathy, myofascial syndrome, "conjunctive" silicone disease. Pt was disgnosed with possible rupture, hardening of implants and severe scar tissue problems. Pt has not improved following explantation.

Event description:
Pt had both breast removed on 12/10/68, as a result of severe cystic mastitis. Pt had silicone implants implanted on 12/19/68. Approx 6 months later, pt noted pain in both breast areas and hardening of the implants. More severe problems developed over the ensuing yrs i.e. Severe headaches, sore and painful joints, dry mouth sweating loss of hair, buring skin, overall body pain. Diagnosis; atypical neurological disease, peripheral neuropathy myofascial syndrome, "conjunctive" silicone disease. Pt was diagnosed with possible implant rupture hardening of implants, and severe scar tissue problems. Pt has not improved following explantation.